Event description:
The facility reported a colleague infusion pump with a malfunction of "intermittently will turn off and on". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "turns itself off" was confirmed during product evaluation. The root cause of the reported problem was determined to be damaged speaker harness. Appropriate action was taken to correct the reported problem by replacing the speaker harness. The device has not been previously sent into service for the reported condition of "turns itself off" or any related issue. The device history shows pump failure of 703:00 message and 804:22 message. Pump was reworked and passed all subsequent testing. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.